Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 300-400mg/dl and a correction bolus was delivered to address the bg level. After some of the occlusions, the customer resumed insulin delivery after the site change or after changing all the supplies. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.